Event description:
It was reported that the subject device displayed a blurry image. The issue happened during reprocessing. There was no patient involvement.

Manufacturer narrative:
E3-non-health care professional; e2-no. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. However, it was found that the connector was broken. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. The root cause cannot be identified as no issues were identified during investigation. Olympus will continue to monitor the field performance of this device.